Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. Visual inspection revealed that the lens was received cut in two pieces. The lens condition was consistent with a lens that had been explanted from the patent's eye. The lens can be identified as a tecnis toric acrylic 1-piece intraocular lens because of the presence of marking holes. Further measurements could not be possible due to the condition of the lens received. A review of the manufacturing records showed no deviations or nonconformities. The diopter measurement records from this particular lens were verified and shown to be within specifications. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens was explanted from the patient's right eye in a secondary procedure as the doctor had concerns regarding the power. A vitrectomy was not performed. Incision enlarged reported to be 3.0.

Manufacturer narrative:
(B)(4), explant of intraocular lens.all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Correction: the incision was not enlarged during the explant procedure as stated in the initial report. All pertinent information available to abbott medical optics at the time of this report has been submitted.